Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer needed a replacement pump. Customer stated that her doctors checked her pump and stated that she needed a new pump. Customer went through the MRI with the pump in the hospital. Customer's blood glucose level was 160 mg/dl. Customer also needed a belt clip. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.